Event description:
The following information was received from the study: one-month post index procedure, the patient was admitted into the hospital with stable angina (ccs2) where angiography revealed restenosis of the target lesions. There was 75% restenosis in the proximal left anterior descending artery and 60% restenosis in the mid circumflex artery. Timi flow was grade iii for both lesions. A cutting balloon was used to treat the lesions. The patient had three bx sonic stents implanted. The first 3.5 x 23mm bx sonic stent was placed in the type c proximal left anterior descending artery at 12 atms. The lesion was pre-dilated with a 2.5 x 20mm balloon at 10 atms. The lesion was not post-dilated. Timi flow was grade iii. Two 3.0 x 18mm bx sonic stents placed in the type c, calcified mid circumflex artery at 12 atms in overlapping fashion. There was a type a dissection post ptca. The lesion was pre-dilated with a 2.5 x 20mm balloon at 12 atms. The lesion was post dilated with a 3.0 x 18mm balloon at 18 atms and there was no dissection post dilatation.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This is the first of three products involved with this adverse event, which is associated with mfg report # 9616099-2006-01068 and # 9616099-2006-01071.